Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. Final analysis found a capacitor extended charge time out. The device was tested on the bench and the results were consistent with a battery anomaly as the cause of the time out. In further analysis of the battery, lithium clusters were observed. This analysis concluded that the charge time out was caused by a lithium cluster in the battery.

Event description:
This report is to advise of an event observed during analysis.